Manufacturer narrative:
(B)(4). The reported issue of homechoice (hc) device calculating 5 cycles instead of 4 was not confirmed in the device logs or duplicated during the evaluation performed by the product analysis lab (pal). The device was received operational and in good condition. The device was functioning within specification. External/internal inspection revealed no issues. A review of the device logs revealed no anomalies. The cause for the device calculating 5 cycles instead of 4 was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that the homechoice (hc) unit calculated 5 cycles instead of 4. The nurse stated that she had double checked the programming with the home patient (hp) also and tested the programming on another hc machine in the facility. The nurse stated that she even had the hp read off each individual number. Per initial report, the technical service representative (tsr) arranged a swap of the instrument due to this issue. During a follow up with the hp regarding the programming issue, it was revealed that the issue was resolved by replacing the hc machine, and she has been continuing therapy without any further issues. Per hp, she did not have any injury or harm as a result of the programming issue, as she was never able to perform therapy on the hc machine. The hp stated that she is doing fine. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.